Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. The customer's blood glucose level was not adversely impacted. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb charging cable.